Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. Implanter felt the device hadn¿t been buried deep enough on implant and stated that they would "revise case next time". It is unknown whether intervention was required. The device remains in use. No further patient complications have been reported as a result of this event.